Event description:
Boston scientific received information that previously, the shock impedance measurement was high and unstable; however was within the acceptable range. The physician monitored the patient appropriately. During this routine follow-up appointment, the shock impedance measurements were greater than 200 ohms in every shock configuration. Upon opening the pocket, it was noted the setscrew for the distal shock coil was not sufficiently fastened. After correctly inserting and fastening the setscrew, the shock impedance measurement was 49 ohms. The patient was scheduled for an immediate revision. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.